Event description:
Reporting voluntary as a pt safety concern. In the dry gauze preoperative skin prep trays there are yellow sponge sticks that are used for vaginal preps in operating room. These sponge sticks are designed with a slit in the top. What operating room staff and surgeons are concerned with is when the sponge is inserted into the vaginal cavity that the sponge pushes back exposing the plastic stick and this has been reported to cause abrasions or lacerations. It was reported that these types of events have occurred in the past. Operating room staff stated that a laceration occurred to this pt with this sponge stick, but was unable to find any documentation. Pt went home same day as surgery. Surgeons and the operating room staff are voicing concerns with the design of this device related to pt safety.